Event description:
In 2009, the patient's husband called for assistance in turning off the patient's insulin infusion device which was beeping in the stop mode and reported the patient passed away four days prior. He stated the patient had a low blood glucose reading of 1.9 mmol/l (34.2 mg/dl) which he increased to 3.4 mmol/l (61.2 mg/dl) by giving her milk. He said her blood glucose then dropped to 1.2 mmol/l (21.6 mg/dl). Her symptom during low blood glucose events was feeling cold. He stated the patient has experienced many low blood glucose events. He said he called the ambulance service but they were unable to revive her. He stated the lab tested her levels and it was 8.0 mmol/l (144 mg/dl). Products was requested to be returned for evaluation.